Manufacturer narrative:
The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 22-feb-2017 for the following meddra preferred terms: menorrhagia. The analysis in the global safety database revealed 338 cases. Anaemia. The analysis in the global safety database revealed 12 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 17-feb-2017: quality-safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and presented menorrhagia, recurrent anemia treated twice via hysteroscopy and uterine ressection and fibromyalgia. Menorrhagia is anticipated in essure's reference safety information while the other events are unanticipated. Menorrhagia may have multiple causes. In the present case consumer underwent hysteroscopy and uterine resection twice, suggesting that an endometrial pathology could be involved. However, given the nature of this event and positive temporal relationship, causality with essure cannot be totally excluded. As the menorrhagia in this case could have contributed to the recurrent anemia, causality with essure can also not be excluded. Regarding the event fibromyalgia, considering essure's local action in fallopian tubes and its pathophysiology causality can be excluded. This case was regarded as incident since medical intervention was required. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se.

Event description:
This case was reported via regulatory authority (B)(6) ((B)(4)) on 31-jan-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain"), anaemia ("recurrent anemia") and fibromyalgia ("fibromyalgia") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included handicap. On (B)(6) 2008, the patient started essure. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criterion medically significant), menorrhagia ("menorrhagia"), the first episode of arthralgia ("coxalgia"), back pain ("lumbar pain"), sciatica ("bilateral sciatica"), neck pain ("cervical pain and cervicobrachial nerve pain"), cervicobrachial syndrome ("cervical pain and cervicobrachial nerve pain") and the second episode of arthralgia ("knee pain"). In (B)(6) 2013, the patient experienced fibromyalgia (seriousness criterion disability). In (B)(6) 2014, the patient experienced anaemia (seriousness criterion medically significant). The patient was treated with surgery (hysteroscopy and uterine resection in (B)(6) 2014/ hysteroscopy and resection in (B)(6) 2015). At the time of the report, the pelvic pain, anaemia, fibromyalgia, menorrhagia, first episode of arthralgia, back pain, sciatica, neck pain, cervicobrachial syndrome and second episode of arthralgia outcome was unknown. The reporter considered pelvic pain, anaemia, fibromyalgia, menorrhagia, the first episode of arthralgia, back pain, sciatica, neck pain, cervicobrachial syndrome and the second episode of arthralgia to be related to essure. The reporter commented: that conservatory measures and actions taken included adapted work station (difficult to comply with this as an operating room nurse) and adaptations at home. Diagnostic results (normal ranges are provided in parenthesis if available): in (B)(6) 2009: x-ray result was nothing to report (regarding coxalgia). In (B)(6) 2013: nuclear magnetic resonance imaging result was nothing to report. In (B)(6) 2013: x-ray result was nothing to report (regarding lumbar pain/sciatica). In (B)(6) 2013: x-ray result was nothing to report(regarding cervical + nerve pain). In (B)(6) 2014: haemoglobin result was 6.9. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and she presented pelvic pain, recurrent anemia treated twice via hysteroscopy and uterine resection and fibromyalgia. The reported events are serious due to medical importance except fibromyalgia due to disability reported. Pelvic pain is anticipated in essure's reference safety information while other events are unanticipated. After essure insertion, pelvic, back and uncharacterized pain may occur. In this case, the event started after essure insertion. Considering positive temporal relationship and event's nature, causality with the suspect insert cannot be excluded. Regarding the event fibromyalgia, considering essure's local action in fallopian tubes and its pathophysiology causality can be excluded. Regarding the event recurrent anemia, consumer during essure use presented menorrhagia that can be caused by essure and anemia may be a consequence of this exacerbated bleeding. Therefore, the causality with essure cannot be excluded. This case was regarded as incident in line with health authority's assessment. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. No further information will be available, because health authority does not allow active follow-up.